Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, subacute thrombosis occurred. The 75% stenosed lesion was located in a tortuous proximal to distal left anterior descending artery (lad) containing a bifurcation. The pt presented with a myocardial infarction and acute coronary syndrome. A thrombotic occlusion in the mid lad and an ulcer in the proximal lad due to plaque rupture was noted. There was also severe calcification in the first diagonal. The lesion was predilated with an unk balloon and the stenosis was reduced to 0%. A 2.7x32mm taxus liberte' drug eluting stent was deployed at 12 atms for 30 seconds in the mid lad. A 3.0x28mm taxus liberte' drug eluting stent was deployed at 12 atms for 30 seconds in the proximal lad, overlapping the prior placed stent. Both stents were post-dilated with an unk 3.0mm balloon to 16 atms for 15 seconds. The lesion in the distal lad was not treated, as the physician elected to monitor the pt and take a "wait-and-see" approach. A kissing balloon technique was attempted to treat the first diagonal artery, but the occlusion could not be reduced. Timi 3 blood flow in the main lad was confirmed and the procedure was completed at this point. No pt injuries or complications occurred. The pt was discharged on 200mg aspirin, 75mg clopidogrel and 300mg anplag. The anplag was stopped 6 days post procedure, due to rhinal bleeding, but the pt continued with the aspirin and clopidogrel therapy. Ten days post procedure, the pt presented with cardiogenic shock and the pt was placed on an intra-aortic balloon pump and a temporary pacemaker was used. The proximal lad was totally occluded with thrombus. The thrombus was aspirated, the pt was given nitopro and an unk 3.25mm balloon was inflated to open the artery. Timi 3 flow was confirmed and the procedure was completed. As of 20 days post the initial procedure, the pt remains hospitalized on a respirator and iabp. The physician's comment was that the thrombosis was likely due to the "long stenting although there was no mal-apposition of the implanted stents and no gap at the overlapping part of the implanted stents."

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.